Event description:
(B)(4). Initial information for this spontaneous case was received from a physician via a company sales rep on (B)(6) 2008 with confirmation of the event and additional information received from the physician on (B)(6) 2008: the physician had requested information concerning treatment protocols for granulomatous reaction (visible nodules) with poly-l-lactic acid. This case concerns a (B)(6) female consumer who received three treatments with poly-l-lactic acid (sculptra) (lot #s and expiration dates unk), for an unreported indication on (B)(6) 2007. The physician stated that poly-l-lactic acid was reconstituted with 5ml of sterile water and 1ml of lidocaine and was injected in the pt's temples, medial cheeks, lateral inferior cheek, and chin, with a total volume of 1ml injected into temple. The pt noticed two nodules on her left temple on an unspecified date in (B)(6) 2008. Each nodule is 3mm across. The physician stated that the pt is "naturally atrophic" so the dome shape of the nodule is very visible. No biopsy was done. The physician advised the pt to use saline and massage. On (B)(6) 2008 during an office visit, the pt admitted she doesn't massage it because it's too uncomfortable. Medical history and concomitant medications were reported as "none." At the time of this report, the outcome of the event was ongoing. No further medical information reported. Additional information for sculptra (lot #/expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Additional implant dates: (B)(6) 2007.